Manufacturer narrative:
Unchecked "user facility" and checked "health professional" to correct section. Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not performed since this event is related to the controller display and power-up malfunction. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the controller failing to power-up. Controller was unable to start and run the motor fixture. Controller display remains off when the power sources were connected to the power ports. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a faulty tantalum capacitor (c26) on the power board, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation.

Event description:
It was reported from poland by medical personnel that a patient experienced a controller display malfunction while they were ambulating. The controller was exchanged with no reported consequences or impact to the patient. No additional information provided. Investigation is ongoing.